Event description:
The customer reported intermittent video failure and the system is displaying an over temperature alarm. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, but has not yet reported on repair of the system. (B) (4).